Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the auto pulse platform (serial (B)(4)) does not power on with several good fully charged auto pulse li-ion batteries. No patient involvement.